Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Later that day the pt experienced a loss of pulses distal to the puncture site in her procedure leg. The pt was taken to surgery where a dissection of the artery was identified and repaired. The surgeon was reported as stating that the artery was very small, and that the device appeared to have been inserted properly. The cause of the arterial dissection is not known. As of 05/20/1998 there has been no further report of complication or pt sequelae made to the MFR.